Event description:
It was reported that a patient underwent a robotic total laparoscopic hysterectomy on (B)(6) 2013. During the procedure, the device stopped working and seized up about five minutes into the morcellation. The device would no longer spin. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.